Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. The rv lead was not returned for analysis. Additional information was received indicating that the patient had expired four days after system explant.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the system was explanted. No additional adverse patient effects were reported. The rv lead was not returned for analysis.